Manufacturer narrative:
The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 381239) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter provided data for 20 patients tested with coaguchek xs plus meter serial number (B)(4) compared to the stago neoplastine laboratory method for the purposes of a correlation study. Based on the data provided, the results for 2 patients were discrepant. Patient 1 result from the meter was 3.3 inr. The result from the laboratory was 2.47 inr. Patient 2 result from the meter was 3.28 inr. The result from the laboratory was 4.6 inr. Neither patient's therapeutic range was provided.